Event description:
The patient stated they were trying to log into the omnipod 5 app on their samsung s24 fe android version 16 and received an error on the screen stating, "something went wrong". The patient tried uninstalling and resetting the password and is unable to connect to the app. The same results occurred while using three different phones. The patient reported that on (B)(6) 2025, they sought medical attention for diabetic ketoacidosis (dka). The patient reported symptoms included high blood glucose levels, which were not disclosed, and vomiting. The patient was diagnosed with dka and blood clots. There were no further details provided related to event and treatment while hospitalized. Several follow-up attempts have been made, but to date have been unsuccessful.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: not available. Omnipod software app version: not available. Operating system: not available. Hardware: not available. Cgm sensor type: not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
Additional details were provided for the reported event. The patient reported experiencing symptoms including fatigue, blurred vision, headache, and frequent urination. The patient was diagnosed with diabetic ketoacidosis and was treated with an insulin drip. The patient reported that they were in the hospital for more than 1 week and they were discharged on (B)(6) 2025.

Manufacturer narrative:
Please see section b5 for additional narrative and h6 for additional health effect clinical codes.

Manufacturer narrative:
Please see section b3 with corrected date of event.